Manufacturer narrative:
Case (B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
On 30-mar-2018, during a conversation with the surgeon, the surgeon mentioned about a case from (B)(6) 2018, during a ep procedure patient had a perforation in ep lab. The patient was transferred to or where they used cobra fusion device. The surgeon said the procedure went fine but a couple of days later the patient suffered a stroke.